Event description:
The customer reported that the device is powering off by itself without low battery alarm although full charged. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned radical-7 was evaluated. The device was unable to power on via battery power and powered off by itself when switching from ac power to battery power due to a defective and swollen battery. However, all alarm conditions were audible and visual. E1: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device is powering off by itself without low battery alarm although full charged. There was no patient impact or consequence reported.